Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 4x40 saber radianz percutaneous transluminal angioplasty (pta) balloon catheter ruptured at the lesion. A new non-cordis balloon catheter was used to complete the procedure. There was no reported patient injury. It is believed that the balloon hit a calcified lesion. The product was removed intact from the patient. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e maintain negative pressure). The intended target lesion was the superficial femoral artery (sfa). The lesion was severely calcified, moderately tortuous and was a chronic total occlusion (cto) with a stenosis of 100%. The balloon burst/rupture at 10 atmospheres (atm). The balloon rupture did not occur while in a stent. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was a little resistance crossing the lesion. The catheter was never in an acute bend. The balloon catheter did not kink while being used. The device was prepped per the (IFU). The product was stored properly according to the instructions for use (IFU). Additional information was requested but not provided. The device will not be returned for evaluation, it was discarded.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the balloon of a 4x40 saberx radianz percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 10 atmospheres (atm) at the lesion. A new non-cordis balloon catheter was used to complete the procedure. There was no reported patient injury. It is believed that the balloon hit a calcified lesion. The product was removed intact from the patient. There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e maintain negative pressure). The intended target lesion was the superficial femoral artery (sfa). The lesion was severely calcified, moderately tortuous and was a chronic total occlusion (cto) with a stenosis of 100%. The balloon rupture did not occur while in a stent. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was a little resistance crossing the lesion. The catheter was never in an acute bend. The balloon catheter did not kink while being used. The device was prepped per the (IFU). The product was stored properly according to the instructions for use (IFU). Additional information was requested but not provided. The product was not returned for analysis as it was discarded. A product history record (phr) review of lot 82266228 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of a chronic total occlusion with severe calcification and 100% stenosis likely contributed to the reported event. A chronically occluded vessel makes crossing into the lesion difficult; it is likely damage to balloon material occurred in the attempt to cross or upon inflation. However, without return of the product for analysis or films of the event it is difficult to draw a clinical conclusion between the device and the reported event. According to the warnings in the safety information in the instructions for use, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.